Event description:
Caller reported that the pt's blood glucose elevated between (200-250 mg/dl). Caller stated that the pt's blood glucose has been elevated for two wks and blames the device. The caller also stated that the pt's blood glucose levels would come down after bolusing with the device.